Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. It was reported that the patient thresholds and sensing were good and there was no noise present. The patient's outputs were increased as they were previously programmed very low, reason was unknown. The physician plans to re-evaluate the patient in a month. The patient was later evaluated during normal routine follow-up and there was a non-sustained episode indicating that there was noise that was oversensed. The patient was not pacemaker dependent and no adverse patient effects were reported. The rv lead continued to exhibited high out of range pacing impedances. The daily measurements for the rv pacing impedances were previously programmed off and the rv outputs were intentionally programmed to 0.1 volts at 0.1 milliseconds to obtain left ventricular (lv) pacing only. The physician planned to continue to monitor this patient. This product remains in-service.

Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was surgically capped and abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.